Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right ventricular exhibited loss of capture and decreased r-wave sensing due to suspected micro/partial lead dislodgement. Programming changes were made and the device will continue to be monitored. There were no patient consequences.